Event description:
Info received indicates the valve was explanted due to paravalvular leak related to an abscess in the annulus, and from severe aortic insufficiency due to endocarditis with a leaflet tear noted during pre-operative echo. During re-operation, the valve was found to be intact. A small tear was seen in the mitral/aortic curtain and the valve was replaced with no additional consequence reported for the patient.